Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose levels. Blood glucose level went up to 21 mmol/l and then blood glucose level went to 27.6 mmol/l. Another blood glucose level was greater than 33.3 mmol/l and pump stopped working. Customer stated that they stayed in hospital for 4 hours, treated with IV fluids and blood glucose level was 12.6 mmol/l. Blood glucose level at the time of incident was 34.7 mmol/l and current blood glucose level was 6.8 mmol/l. Customer had performed ketone test and resulted negative. Customer reported symptoms like nausea, confusion and urination. Customer had been using insulin pump within 48 hours of reported. It was known that auto mode was active at the time of incident. The insulin pump will not be returned for analysis.